Manufacturer narrative:
Additional information: h6- cliniclal code 4581- significant reduction of irido-corneal angles. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -14.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. Excessive vault was observed with significant reduction of iridocorneal angles.. The lens remains implanted. Reporter states. "Patient scheduled for replacement of icl." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - lens exchanged on (B)(6) 2023 with a shorter length lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was implanted on (B)(6) 2023. Claim# (B)(4).